Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported while using an unspecified bd¿ pen needle, there was leakage. The following information was provided by the initial reporter, translated from portuguese to english: good morning. For the second time the pen stopped. I need another pen. And this time, on the third application attempt, the needle broke in the bottle. Stuck in rubber¿ I ask for photos of the ampoule pen, and I contact the person responsible by phone, she informs me that the pen does not fire and that the ampoule is new, I ask for photos of the ampoule and ask her to carry out the test with another ampoule, she puts the ampoule new and it is already starting to drip, contact has been interrupted, I get back in touch with her and inform her that we have identified the problem and in the ampoule, since the other ampoule worked, she informs that she did not do any tests, performs the application on the patient, which was successful, it worked, I inform you that we will collect the defective ampoule and replace it with a new one, I apologize for the inconvenience, and she was not available to answer the questionnaire. Reported with minimal data.

Event description:
It was reported while using an unspecified bd¿ pen needle, there was leakage. The following information was provided by the initial reporter, translated from portuguese to english: good morning. For the second time the pen stopped. I need another pen. And this time, on the third application attempt, the needle broke in the bottle. "Stuck in rubber¿ I ask for photos of the ampoule pen, and I contact the person responsible by phone, she informs me that the pen does not fire and that the ampoule is new, I ask for photos of the ampoule and ask her to carry out the test with another ampoule, she puts the ampoule new and it is already starting to drip, contact has been interrupted, I get back in touch with her and inform her that we have identified the problem and in the ampoule, since the other ampoule worked, she informs that she did not do any tests, performs the application on the patient, which was successful, it worked, I inform you that we will collect the defective ampoule and replace it with a new one, I apologize for the inconvenience, and she was not available to answer the questionnaire. Reported with minimal data.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.